Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va18yhh, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jul-2020, UDI#: (B)(4). Coding applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient¿s battery died of normal battery depletion, and that the hcp replaced the lead at the ins replacement, as there had been a change in the patient¿s symptom control. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va18yhh, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead, references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jul-2020, UDI#: (B)(4); (method/results/conclusion) coding applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp: when asked the reason for the lead revision hcp stated the lead turned off on its own and the patient had pain down the leg starting in (B)(6) 2019. Hcp stated the patient weight was not applicable to the event. Device was replaced. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the customer had discarded the explanted products. There were no further complications reported or anticipated.